Event description:
It was reported that atrial noise was observed on stored egms. Lead noise was not reproducible in clinic with isometric testing. The lead remained implanted and the patient would be monitored.